Manufacturer narrative:
Review and evaluate processing and quality control procedures of the cassette manufacturer to ensure adequate quality control levels for in-process inspection of cassettes.

Event description:
Anatomic pathology tissue cassette lid closed incompletely or loosened during tissue processing. The defective cassettes were not detected immediately through the normal quality control procedures.